Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer reported complaint for low control solution test results. Customer's husband (B)(6) is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 120 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Control test performed during call on (B)(6) 2016 produced result of 20 mg/dl. Control test not within acceptable range of 32 to 62mg/dl. Control level one lot #6ac1b93 manufacturer's expiration date is 01/31/2018 and open date is (B)(6) 2016.